Manufacturer narrative:
Additional information received: per the physician, the cause of the advancement difficulties was attributed to the gap observed between the tip and the graft cover, affecting flexibility and trackability the device. The cause of the gap is unknown. It was confirmed that the device's box was properly sealed ,and no damage was observed to either the outer or inner packaging prior to opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: one still image of valiant captivia device was received for analysis. The image depicts gap between the graft cover and the tapered tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 200 mm thoracic aortic dissection. At the time of implantation, it was noted that the proximal aortic diameter measured 31.5 mm, with mild calcification noted in both the femoral artery and thoracic aorta. It was reported that upon opening the device package and flushing the delivery system, the operator observed a gap between the outer sheath and the tip of the delivery system. During delivery to the aortic isthmus, advancement became difficult and the device could not be positioned distal to the subclavian artery. The stent graft was replaced, and the new device was successfully delivered to exclude the lesion. No cause of the event was provided. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.